Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a procedure performed on (B) (6) 2010.according to the complainant, during the procedure, the device caused 'trauma' to the patient. The sales rep indicated that the trauma was a patient bleed. However, details specific to this event were not able to be confirmed. Additionally, the account reported that the incorrect size of forceps was ordered and identified this as being the cause of the issue.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4)- no code available (bleeding)the complainant indicated that the device (was disposed and) will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B) (4)